Event description:
Add'l info received from reporter on (B)(6) 2014: what bothers me is that it seems that the report has been filed as belonging to "medical device". The device at fault is a humidifier, a plain one, with no particular medical mission. I do not know how important the distinction might be, but you should know that the medical profession was unable to discover that what they were fighting (seven emergency room admissions in 2 months) was not the common pneumonia, as they thought, but a chemical pneumonia generated by that faulty machine. Please note that I declined having the MFR informed about its malfunctioning product prior to having it analyzed by an independent lab as I do not expect a fair eval from this MFR. There are all reasons to believe that incriminating facts will be eliminated from any such report.

Event description:
My wife (B)(6) was admitted seven times from (B)(6) 2014 to the emergency rooms of two hospitals ((B)(6)) - 5 times - and ((B)(6)) twice. All admissions resulted in a diagnosis of some form of pneumonia. They were characterized by a severe depletion of oxygen (level dropping to 70% to 80%) and required, in 5 instances, a call to 911 to have her transferred by ambulance to the hospitals. Altogether she spent 41 days of hospitalization. Briefly, as the occurrences seemed so sudden (often the every next day after her discharge) we became suspicious that some environmental condition might be the cause. We changed the sheets, had the bedroom fully cleaned by some hired help, changed the pillow but to no avail. We then decided to have her, when she was discharged for the seventh time, sent to our daughter's residence. She stayed there 5 days recuperating very quickly to oxygen levels of 97%. But when she came back home, the very next morning she had again the same drop of oxygen to 80% but, this time we decided to send her again to our daughter's. We suddenly realized that all the time she was here, we had used the humidifier with the air flow directed to her. Space prevents me from writing more, but we are certain that the humidifier has been the cause of all the troubles she had and we urge you to test our machine and hold the manufacturer responsible to have put on the market a piece of equipment that can become such a danger to people's health as to become lethal. A full report can be sent to you which describes in detail all occurrences. Purchased from (store name or internet site): (B)(6). Purchase date: (B)(6) 2014.

Event description:
Additional info received on (B)(6) 2014 from reporter! The medical teams were not at all confident of their diagnostic as they felt that it could be "common pneumonia", "aspirational pneumonia" or some derivation of them. The treatment she received (oxygen plus antibiotics) was usually enough to have her re-leased after 5 days. The important thing to realize is that, in most instances, it only took a few hours after being released to reach once again the same condition. (It took about 6 hours, from her bedtime at 10 pm until she awoke at 4 am to have to call 911 for an ambulance and the support team). There she stayed 5 days and recovered fully without any relapses. (We had acquired, in the mean time a small oxygen monitoring appliance which we used to check her oxygen levels frequently which never went under 90%). (The reason we were using that machine was to alleviate a condition of dray nose for which the machine was supposed to provide a solution). After 5 days, my wife came back in the apartment, slept restfully the whole night without anything to bother us. The reason was now evident, the machine had not been used and had not spewed the toxic fumes that had rendered her gasping for air. To make sure that no particular water borne allergies were involved, my wife was tested against all known ones, the results were all negative. To sum it up, the faulty humidifier resulted in my wife spending 43 days in hospitals, being admitted 7 times in emergency rooms (with the concurrent involvement of ambulances, the medical teams, and in our town the police and firemen), and incurring many health issues (twice c-diff attacks) which have made her weak and from which she has not yet fully recovered. Of course at this point I hope your agency is the proper one to see to it that this case is evaluated so as to prevent similar happenstances anywhere else in the world. I want to apologize to be a little long winded but I feel the story has to be told so that it is not forgotten or placed in a wrong waiting queue. Respectfully submitted.